Manufacturer narrative:
The patient was born in 1968. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The breach was further described as a change in care giver. On the same day as the onset, the patient was hospitalized for the event of peritonitis. The treatment for the event and the patient¿s outcome were not reported. At the time of this report, pd therapy was ongoing. It was not reported if the caregiver was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that on an unreported date the patient was treated with unspecified antibiotics (dose, route, duration and frequency not reported) for peritonitis. Thirteen days after event onset, antibiotic treatment was discontinued. The following day, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.